Manufacturer narrative:
The description of the event and photos of the hospitals setup and failed part provided a basis for the investigation. The clamp ring is used to prevent the pole from sliding down when the bracket is untightened by the user to adjust the pole¿s position. It could be concluded that a disadvantageous combination of diameter tolerances of the mounting pole and clamp ring lead to the pole becoming loose and sliding down through the bracket. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the draeger mounting pole slipped down through the draeger arm causing the fully loaded pump docking station to fall with it, pumps all crashed to the ground, docking station became dismounted and fell through the patient lines and almost pulled out the arterial line in the process. Event occurred on the return of an extremely ill patient to ICU and during the transfer of syringe pumps to the draeger arm mounted, alaris pump docking station. No patient consequences have been reported.